Event description:
It was reported that the patient was experiencing apparent pectoral muscle / pocket stimulation. The patient was "deeply sedated and on terminal hospice care" at the time of the stimulation. The patient has since expired in a manner unrelated to this event. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the device and leads were returned and analyzed. (B)(4) the device had normal battery depletion and met expected longevity. (B)(4) the proximal segment of the lead was returned. No anomalies were found. (B)(4) the proximal segment of the lead was returned. All conductors were stretched along with the lead. The inner insulation was torn. Apparent explant damage was noted. No anomalies were found.